Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device was not responding to calibration; the display overlay/bezel assembly tested out-of-specification, and it was replaced. It was also noted that the stylus had twisted cable cosmetic damage, so it was replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the stylus touch-pen of the programmer was not responding to calibration. The programmer has been returned for repair. No patient complications have been reported as a result of this event.